Event description:
It was reported that the lead exhibited intermittent loss of of capture. Bipolar lead impedance gradually increased from 765 ohms at implant to 1607 ohms. The ventricular polarity was changed to unipolar. The patient would be monitored.

Manufacturer narrative:
Na